Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: e3. A getinge field service engineer (fse) stated that the doctor reported that the machine displayed a high temperature alarm during use. The machine was in use when we arrived at the site and was observed to be in normal use for 6-7 hours. H3 other text : unknown.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm and the equipment was temporarily disabled. The customer removed the machine and used the backup machine. There was no harm reported.